Event description:
It was reported that patient had speed drops and pump stops while in clinic. They said their ventricular assist device (vad) had been alarming at home for quite a while as well. While in the clinic, the controller showed controller fault alarm and the controller was exchanged. It was thought to be short to shield, but the patient had no further alarms since the exchange. The log review captured a pump stop event on battery power back on (B)(6) 2023 and nothing else unusual was noted until (B)(6) 2023 at 09:52-09:55 when the patient was connected to the power module and had several pump stops. The patient was told to be on batteries while at home and use ungrounded cable if they want to use wall power. The patient reported no further alarms as of (B)(6) 2023, and the patient was stable at home. Related pump is reported under MFR# 2916596-2023-04670.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of abnormal alarms was confirmed via review of the submitted log file, containing information spanning approximately 54 days (20apr2023 to 23jun2023 per timestamp). Intermittently throughout the data, atypical low voltage or power cable disconnect alarms were observed while the controller was connected to battery power. These alarms activated due to the rsoc of the white power cable briefly fluctuating beneath either of the designed alarm thresholds. These alarms resolved on their own shortly after activation each time and did not impact the ability of the pump to operate at the set speed. The controller otherwise appeared to perform as intended, and the events in which the pump¿s speed dropped below the low-speed limit will be addressed under the investigation of the pump. Provided information indicated that following the exchange of the heartmate ii system controller (serial number: (B)(6)), no further atypical alarms were reported. The exchanged controller was not returned for analysis, and the root cause of the observed low voltage and power cable disconnect alarms could not be conclusively determined through this evaluation. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate ii patient handbook (rev. C) section 5, entitled ¿alarms and troubleshooting¿, and heartmate ii instructions for use (IFU) (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible) and the actions to take if the alarms cannot be resolved. Heartmate ii instructions for use (rev. C) section 8 - ¿equipment storage and care¿ and heartmate ii patient handbook (rev. C) section 6 - ¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.